Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation and refractive surprise. It was indicated that lens repositioning was performed, and the problem was resolved. The cause of the event was reported as unknown.